Event description:
It was reported while using bd discardit¿ ii syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: during the injection of the solution contained in the syringe into an infusion bag, a leak was observed between the body of the syringe and the plunger. This incident did not recur with another syringe of the same batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-feb-2023 . H6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2208121. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample product was returned for evaluation by our quality engineer team. Through examination of the sample, damage was observed in the plunger tip component as well as leakage. It has been determined that the leakage was a result of the plunger damage. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported while using bd discardit¿ ii syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: during the injection of the solution contained in the syringe into an infusion bag, a leak was observed between the body of the syringe and the plunger. This incident did not recur with another syringe of the same batch.